Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted he lysed the adhesions to the mesh. He noted that the mesh was not well incorporated and then removed the mesh. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted he found extensive small bowel and omental adhesions to the mesh, which adhesions were lysed. The mesh was noted to have partially detached and a portion of the mesh was in the hernia sac. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted severe small bowel adhesions to the mesh. An extensive lysis of adhesions was performed to free the small bowel from the mesh. It was reported that the patient underwent revision surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, nausea and inflammation. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.